Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that while attempting to rewind, insulin pump states to be in rewind, but piston was not moving and motor was silent. Customer's blood glucose was unknown. During troubleshooting, customer was still not able to rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump functioned properly with a water filled reservoir and infusion set during the occlusion test; no prime fill anomaly noted. The motor functioned properly during rewind and had normal slight motor noise during our testing. The motor was tested outside of the device and passed; no drive motor anomaly or rewind anomaly noted. The insulin pump was cracked battery tube threads and cracked reservoir tube lip.